Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 12.0 mmol/l and 6.2 mmol/l on the aviva system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).